Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer stated that they had issues with the sensors at night. The customer's sensor glucose reading was 5.7 mmol/l and the blood glucose was 7.1 mmol/l. The customer then calibrated and the sensor glucose reading was 6.8 mmol/l and they had a snack. After they took 1 unit of insulin, the sensor glucose spiked up to 13.2 mmol/l. The customer treated the blood glucose with a coke. The customer was advised to upload their information into carelink. The customer will be sent replacement sensors.